Event description:
It was reported that sensor displayed cgm error and caller needed assistance to resolve issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, confirmed error did not return, and then successfully started new sensor session.